Event description:
The customer reported the unit is not initializing and getting check sum error. No pt injury was reported.

Manufacturer narrative:
Upon arrival the service rep determined that the sram is not being read. The rep measured sram battery voltage to 3.05vdc. He unsuccessfully attempted to reload sram files. He ordered replacement sram. The replaced sram and ran user options, tested operation, unit operates as intended.